Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative laparoscopic ventral hernia, between the abdominal wall and intestinal tensions, the mesh was damaged. The screen screwed on the ¿umbigo¿ when the patient lowered to take a box and was all attached to the ¿periton¿ and ¿epiplon ¿. The size of the defect was 6cm from 3cm. The wound closed after the procedure with sutures and a different instrument. A correction of hernia ventral by video with intra-peritonial screen was performed as operative technique. There were four suture points and thirty fixation points applied. The event led to extend patient¿s hospitalization due to surgical reaction. They re-operated to dispose adherence. They used another instrument as fixation system.